Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4) physician pulls device out of patient during initial placement. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety kit pull method was used during an esophagogastroduodenoscopy procedure. The procedure date is unknown. According to the complainant, during the procedure, as they pulled the peg tube through the stoma site, the peg tube came all the way from the stoma site out of the patient. Reportedly, the incision site was approximately 1.5 cm and the bolster was not able to anchor when they pulled the device. The procedure was completed with a new endovive safety kit pull method. There were no patient complications reported as a result of this event. The patient's condition was reported to be fine.

Manufacturer narrative:
The complaint sample was inspected and analyzed. It was found out that the sample was within specification. It was noted that the condition of the returned device could not be evaluated with respect to feeding tube being pulled through the stoma site during initial placement. The complaint is due to a known physiological effect of the procedure noted within the directions for use. Based on all gathered information, the most probable root cause is "anticipated procedural complication." A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an endovive safety kit pull method was used during an esophagogastroduodenoscopy procedure. The procedure date is unknown. According to the complainant, during the procedure, as they pulled the peg tube through the stoma site, the peg tube came all the way from the stoma site out of the patient. Reportedly, the incision site was approximately 1.5 cm and the bolster was not able to anchor when they pulled the device. The procedure was completed with a new endovive safety kit pull method. There were no patient complications reported as a result of this event. The patient's condition was reported to be fine.